Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the harmonic curved shears broke, where one side of the shears came away from the instrument while removing/wiping away cauterized debris. The broken piece will be returned with the instrument. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information requested as to what broke (event states "one side").